Event description:
During an unknown procedure, a piece of the gasket tore from the device and fell into the abdomen as a foreign body. It was detected by the surgeon during the procedure and removed. There was no pt consequence.